Event description:
It was reported that: during a case, after inducing the patient with anesthesia, the anesthesiologist believed the co2 readings to be high coming from a datascope multinex co2 monitor. Additionally, the anesthesiologist felt the patient was breathing erratically. The patient's intake appeared fine, but the anesthesiologist felt the patient was having a problem with exhalation. The anesthesiologist felt the exhalation valve wasn't working correctly and chose to immediately ventilate the patient with an ambu bag. The anesthesiologist noted that while ventilating the patient with the ambu bag, the patient's breathing appeared normal. The patient was switched to a nm2b anesthesia machine to complete the case.